Manufacturer narrative:
Product complaint # (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was having pain around his femoral component. The surgeon thought the components might be loose. Both femur and tibia were checked and there was no loosening. Cultures were taken to check on an infection. The knee was washed out and a new tibial insert 1mm thicker (B)(4) was implanted. Doi: unknown dor: (B)(6) 2018 left knee.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was not extended and there was no delay. The entire insert was removed and a new one was implanted. Cultures taken during the case were negative for infection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Update 29-nov-2018: investigation re-opened upon receipt of additional information. The new information does not affect the previous investigation. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6 (no code available (3191) is used to capture the surgical intervention and medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on (B)(6) 2019 were reviewed to identify patient harms/product issues on (B)(6) 2019. The patient underwent a left knee revision with tibial insert exchange due to pain and effusions. The surgeon noted hypertrophic scar tissue and hypertropic bone. All components were well-fixed. Doi: (B)(6) 2017, dor:(B)(6) 2018 left knee.